Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, seven tubes were found to be bent. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd received two (2) photos for investigation. The photos were reviewed and the indicated failure mode for bowed molding was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of bowed molding was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bowed molding based on the provided photos. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tubes, seven tubes were found to be bent. No patient impact reported.